Manufacturer narrative:
It was reported that the patient has abrasion of their poly insert. The patient's contralateral leg is amputated and thus the weight-bearing leg endures a significant amount of stress. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has abrasion of their poly insert. The patient's contralateral leg is amputated and thus the weight-bearing leg endures a significant amount of stress. Revision surgery is planned to exchange the poly inserts.